Event description:
A malfunction alarm was reported when the pump declared alarm 30 during the loading process. There was no adverse impact to the customer's blood glucose level. Although the customer waited as instructed during the load process, they were unable to successfully resume insulin therapy due to a recurring cartridge alarm. Technical support assisted the customer by confirming a replacement pump would be provided under warranty and advised them to use multiple daily injections as a temporary insulin therapy backup. The customer was also instructed on how to put the pump into storage mode and return it within 10 days using a pre-paid label.